Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one silicone catheter in open original packaging. No obvious visual defects and no cuffs were noted upon sample receipt. Catheter balloon was inflated with 10ml of methylene blue solution. Balloon concentricity was observed to be 60:40. Catheter was allowed to rest for 60 minutes with no leaks observed. Catheter balloon was passively deflated and no ridges were observed on the balloon surface upon deflation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Correction: d4, d10, h3.

Event description:
It was reported that ridges formed on the catheter near the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that ridges formed on the catheter near the balloon.